Event description:
It was reported that a user¿s blood glucose was elevated above 400 mg/dl while using the ilet system, confirmed by fingerstick at 411 mg/dl, with no symptoms noted and no visible infusion set issues; the user replaced all infusion supplies and completed a guided full supply change using a teflon inset (23 inch, 6 mm). Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included temporary elevation in blood glucose with follow-up planned to ensure stabilization. Investigation included troubleshooting and user education, review of infusion setup integrity, and assessment for occlusion indicators. Investigation of this case revealed no confirmed device malfunction, no apparent cannula kinking or leakage, and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.